Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not properly disconnect from therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a disposable cassette was leaking from the top. This occurred during drain one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that they disconnected from therapy without capping or clamping the patient line. The patient stated when they went to reconnect to therapy, the patient line was leaking from the top, but they reconnected anyway. The technical service representative advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.